Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for sodium (na) and potassium (k) on their au5800 clinical chemistry analyzer over multiple days from (B)(6) 2021. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the erroneous sodium data for seventy (70) patient samples. Refer to MDR 9612296-2021-00405 for erroneous results generated on (B)(6) 2021. Refer to MDR 9612296-2021-00407 for erroneous results generated on (B)(6) 2021.